Event description:
The customer reported that the system exhibited a pt image data mismatch between the thumbnail view and the full screen view. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. A cso case was opened to evaluate the system for a possible software failure. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.